Event description:
A surgeon reported that the cutter suddenly stopped when the rate of cuts per minute (cpm) was changed from 2500 to 2000. The cutter was replaced with another and the surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).